Event description:
Consumer reported complaint for error message (e-3). Wife is calling on behalf of the customer. Wife also reported that the true metrix meter did not turn on when a test strip was inserted; wife stated this had happened only once. At the time of the call the customer reported experiencing symptoms of blurry vision and feeling weak. Wife stated that due to the symptoms, she was going to contact the customer's health care provider to see what they advise to do regarding the symptoms. The product is stored according to specification. The test strip lot manufacturer¿s expiration date is 12/16/2023 and open vial date is (B)(6) 2022 (day of call). Wife stated that the customer had only obtained e-3 using this vial of test strips. During the call, wife inserted a new battery into the true metrix meter and it powered on when a test strip was inserted; wife did not confirm the number on the battery. During the call, a blood test was performed by the customer and produced test result of 353 mg/dl pm fasting using true metrix meter.

Manufacturer narrative:
Internal report reference number: (B)(4). Outcomes attributed to adverse event: adverse event report is being submitted due to symptoms related to diabetes: blurry vision, weak and tired and due to customer contacting doctor due to symptoms. Test strips were not returned for evaluation. Meter was returned for evaluation. Product testing was performed and no defect found. Most likely underlying root cause: mlc-030: user applied blood to strip before inserting strip into meter. Note 1: manufacturer contacted customer in a follow-up call on (B)(6) 2022 to ensure the customer's condition had improved- able to establish contact with customer who stated his condition had not improved and he was feeling tired. Customer stated he had contacted his doctor on (B)(6) 2022 and that the doctor had increased his dosage of insulin. Note 2: manufacturer contacted customer in several follow-up calls to ensure the customer's condition had improved and that the replacement products resolved the initial concern - unable to establish contact with customer at this time.

Manufacturer narrative:
Sections with additional information as of 05-dec-2022: h6: updated FDA¿s type, findings and conclusions codes. H10: test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications.